Event description:
A surgeon reported the haptic of the intraocular lens (iol) was severed in the cartridge of the iol delivery system during insertion. The incision was enlarged to accommodate removal of the iol. The surgeon was able to retrieve all pieces and there was no clinical damage to the eye.